Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00119. It was reported that when the patient presented in clinic for a follow up, noise was observed on both right ventricular (rv) and right atrial (ra) leads. During lead explant procedure, insulation breach was noted on both leads at the junction where both leads tied together. The leads were explanted and replaced. The patient was stable and discharged.